Event description:
It was reported that the programmer boots to an error message. The programmer will not allow the service disk to run in an attempt to resolve the issue. The programmer will be returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.